Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem occurred during a diagnostic procedure. A gif scope was also involved in the event. There was no delay in procedure. The intended procedure was completed using the same device. No other devices were replaced during the procedure.

Manufacturer narrative:
The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was the accumulation of dust within the device, resulting in weakened fan ventilation and an increase of temperature within the device, causing the main lamp to shut off. As stated in the instructions for use, as a preventive measure: "keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating."

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem could not be duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device switched from the main lamp to the back up multiple times despite changing the light source. There was no patient injury, associated with the problem, reported to olympus.